Manufacturer narrative:
An additional system checkout was performed. The image acquisition system (ias) computer and power switching board were replaced. The system functioned within specification. The ias computer was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. At application of power, no hard drive activity was apparent. The hard drive led did not have light. There was an audible cyclic click sound. The operating system would not load and there was no display on the monitor. The hard drive was bad. Analysis found that the reported event was related to a computer component issue. The power switching board has been received by the manufacturer, however, analysis has not been completed. 10, 114, and 4307 are associated with the ias computer. 4118, 3233, and 4315 are associated with the returned power switching board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: the power switching board was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The power switching board was installed in a known good system. The system readied and functioned as expected. No problem was found. Event problem and evaluation codes: 10, 213, and 4315 are associated with the power switching board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) configuration file was corrupted. The configuration file was reloaded from backup. The imaging system then passed the system checkout and was found to be fully functional. A manufacturer representative suggested to the site to replace the ias computer. An additional system checkout was performed and found that the system was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when the site was checking the system for a case, the image acquisition system (ias) remained in "booting please wait" and the mobile view station (mvs) booted quickly without issue. The site noted that the gantry was not docked. The site turned the system off and powered it back on with no change. There was no patient present when this issue was identified.